Event description:
It was reported, during preparation for use the subject device had a blurry image (the subject can be recognized). The customer provided the procedure was a diagnostic cystoscopy surgery and was completed using a similar device. No delay and no patient harm reported.

Manufacturer narrative:
The customer's allegation was not confirmed. Device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in conformity within the specification. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during preparation for use the subject device had a blurry image (the subject can be recognized). The customer provided the procedure was a diagnostic cystoscopy surgery and was completed using a similar device. No delay and no patient harm reported.